Manufacturer narrative:
(B)(4). The service engineer replaced the backlight inverter (bli) printed circuit board (pcb). The ventilator passed all testing.

Event description:
It was reported that the 840 ventilator had a blank screen. There was no patient connected to the device.

Manufacturer narrative:
Device evaluation summary: the backlight inverter printed circuit board (pcb) was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The backlight inverter pcb was attached to the upper display screen on the failure investigation test ventilator for analysis. The ventilator was powered up. On power up it was observed that the upper graphical user interface (gui) display screen was blank. The fault was isolated to the transformer, component reference designator t1. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.